Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, about 1 month after the dental implant was installed in intraoral region #3; its non-osseointegration was observed. Fifty (50) ncm of primary stability was achieved and the implant was installed without immediately loading. The patient presented bone type IV.